Event description:
The patient's reported that the insulin pump was damaged and currently on the process of getting insulin pump. The customer's blood glucose level was 234 mg/dl. The patient's said that their were cracks on the insulin pump and reservoir ring area was broken and reservoir does not lock in place. The customer's was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump was unable to perform displacement test due to constant motor errors during rewind due to broken motor slide. No broken reservoir tube lip however, cracked reservoir tube lip noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).